Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a label of one device. Only the product label was returned, this showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button was not able to squeeze the handle and the device did not fire.